Event description:
It was reported that the device exhibited oversensing noise while outside of the pocket. The physician tried a second device which also exhibited noise, however, when they implanted the device into the pocket, the noise dissipated. The physician decided to leave the second device implanted. The device currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).